Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
It was reported that prior to the procedure, the stent tip was found to be damaged. It was further noted that the end of the stent had a piece of material torn from the edge of the coil. The customer used another device to complete the procedure and no patient harms were reported.